Event description:
Procedure performed: appendectomy. Event description: the deputy head of the or reported that the cd003 bags had torn several times recently when retrieving the specimen. The exact dates or procedures could not be named, the bags in question have not been kept. Additional information received from company rep. Via email on 24feb25: torn fragment fell into patient and it was retrieved. Intervention: device replacement. Patient status: no patient injury reported.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: appendectomy event description: the deputy head of the operating room reported that the cd003 bags had torn several times recently when retrieving the specimen. The exact dates or procedures could not be named, the bags in question have not been kept. Additional information received from company rep. Via email on 24feb2025: torn fragment fell into patient and it was retrieved. Intervention: device replacement patient status: no patient injury reported.